Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the image processor, and the display adapter printed circuit boards. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system's monitor would intermittently flicker during fluoroscopic x-ray. No patient injury was reported.